Event description:
Ems personnel were attending to a pt in cardiac arrest. Two rhythm analyses rendered no shock decisions. The pt was not resuscitated; however, the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability. It was reported that during a subsequent review of the device event record by the facility, the pt's rhythm appeared to be shockable.